Manufacturer narrative:
Reliability analysis inspected 2 opened or used sensors and performed bicarbonate buffer test. Both sensors failed 1 of 2 sensors failed for high reading and the other sensor passed per specifications with accurate readings. Unable to confirm customer complaint due to customer returned sensors with no needle.

Event description:
It was reported that one of the sensors used by the customer was missing the filament when it was removed from the body. The sensor had been used for 4 days it was then stated that the sensor was not broken off in the body but some of the color was dyed out and it was clear at the end of it and all of the pieces were there. Blood glucose value was unknown. Nothing further reported.